Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and the teflon pad was inspected and found separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual damage to the probe unit. In addition, there were multiple attempts made to gather more detailed information regarding the incident; however the user facility stated that they were unable to provide any information. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus (B)(4) received an email from health (B)(6) (mds report s - (B)(4)) that indicates during unknown procedure ¿the plastic tip peeled off.¿ no patient injury was reported.